Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. A 3.50x16mm synergy ii drug-eluting stent was advanced for treatment. However, the stent came off from the balloon into the guide. The devices were completely removed as a unit. The procedure was completed with a different device. No patient complications were reported.